Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). Complete entry for section e1 - phone number: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed sodium on the architect c4000 processing module for one patient that was not release out of the laboratory. The following results were provided (reference range 136 to 145 mmol/l): (B)(6) 2025, sid (B)(6), initial sodium result= 114 mmol/l; repeat result= 141 mmol/l; repeat result (I-stat)= 140 mmol/l. There was no impact to patient management reported.

Event description:
The customer observed falsely depressed sodium on the architect c4000 processing module for one patient that was not release out of the laboratory. The following results were provided (reference range 136 to 145 mmol/l): (B)(6) 2025, sid (B)(6), initial sodium result= 114 mmol/l; repeat result= 141 mmol/l; repeat result (I-stat) = 140 mmol/l. Update, additional patient information was provided on 01jul2025. The patient was a 53-year-old male. There was no impact to patient management reported.

Manufacturer narrative:
Updated information was added to sections a2 - age at time of event, a2 - age units (patient), a3a - sex, b5 - describe event or problem and h4 - device mfg date. The field service representative inspected the architect c4000, serial number (B)(6), performed troubleshooting and observed the tubing, ict pinch valve (rohs) was dirty. The fsr cleaned the tubing, ict pinch valve (rohs) which resolved the issue. Return testing was not completed as returns were not available. The instrument service history for the (B)(6) found an additional complaint received for falsely depressed sodium and potassium results. The tubing, ict pinch valve (rohs) and nozzle c4 #1, #4, #5 (rohs) were replaced to resolve the issue. There was no subsequent complaint issues reported related to false depressed sodium patient results. A review of tracking and trending of the architect c4000 did not identify an increase of complaint activity associated with the complaint issue. Additionally, a review of tracking and trending for the tubing, ict pinch valve (rohs) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000, serial number (B)(6) or the tubing, ict pinch valve (rohs) was identified.